Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 30 mg/dl. Reportedly, customer was stacking boluses which decreased their bg level. Customer attempted to self-treat by consuming carbohydrates and ginger ale; however, was treated intravenously with fluids of saline to address the bg level. Customer was released with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.